Manufacturer narrative:
Investigation - evaluation: a review of complaint history, instructions for use (IFU), manufacturing instructions and quality control of the returned device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: that excessive force could damage the device. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It is possible that excessive force led to the extractor that "snapped off at the junction¿, however based on the information provided and the results of our investigation, a definitive root cause could not be determined. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
During a kidney stone removal procedure, the 2 baskets that were used did not work and, were both damaged on the same patient. The first one broke off while trying to extract the stone as the extractor snapped off at the junction where the basket meets the outer sheath (subject of this report; 1820334-2016-00206). So the whole basket (parachute) was loose in the patient. It took the physician roughly 15-20 minutes to remove the piece of basket. There were no injuries to the patient. The second extractor broke off at the same place but in the flexible ureter access sheath so he removed it immediately with no injuries to the patient (1820334-2016-00199). Additional information received from the reporter: one of the or staff members mentioned that in the first instance an alligator forcep was used in removing the remaining extractor debris from the 2.4 basket out of the patients bladder. The devices are reported to have been removed during the procedure.

Manufacturer narrative:
The event is currently under investigation.

Event description:
During a kidney stone removal procedure, the 2 baskets that were used did not work and, were both damaged on the same patient. The first one broke off while trying to extract the stone as the extractor snapped off at the junction where the basket meets the outer sheath. So the whole basket (parachute) was loose in the patient. It took the physician roughly 15-20 minutes to remove the piece of basket. There were no injuries to the patient. The second extractor broke off at the same place but in the flexible ureter access sheath so he removed it immediately with no injuries to the patient (1820334-2016-00199). Additional information received from the reporter: one of the o.r. Staff members mentioned that in the first instance an alligator forcep was used in removing the remaining extractor debris from the 2.4 basket out of the patients bladder. The devices are reported to have been removed during the procedure.